Event description:
It was reported the pt's scs system is auto-reducing and not providing stimulation therapy. An sjm rep interrogated the system and confirmed the issue and was unable to program the scs system. The pt had x-rays and no anomalies were found. Surgical intervention is planned as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.